Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the device had a critical motor stall reported as a false motor stall/telemetry state related to a magnetic resonance imaging (MRI) scan. Although it was also reported that the cause of unknown. It was unknown if the stall recovered. No diagnostic testing or troubleshooting was performed. The recent logs provided indicated that a motor stall recovery occurred on (B)(6) 2014 at 12:23. Multiple motor stalls and recoveries with occasional stopped pump period may exceed tube set continued from (B)(6) 2014 through the middle of (B)(6) 2014. The last motor stall in the logs occurred on (B)(6) 2014 at 05:35 with a stopped pump period may exceed tube set on (B)(6) 2014 at 05:35. The issue was reported as resolved as the device was the explanted and replaced. The patient did experience increased spasticity and the location of issue/symptoms was noted as the device pocket. At the time of the report the patient's status was reported as alive-no injury. Reportedly, this device system delivered lioresal but the pump logs indicated baclofen. It was also later confirmed that the patient did not have an MRI and was now currently doing well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced severe spasticity that was increased for three days. After three days the patient felt completely normal and good. The patient went for training and while there she heard a critical alarm of the pump. The patient went to a hospital to check the pump and everything was ¿ok¿, but the critical alarm came back. The patient followed up with the physician to check the pump and everything looked fine. The healthcare provider (hcp) told the patient the reason for the alarm was the ¿controle on the airport¿. The alarm of the pump stopped. After one day and one night the critical alarm started again and stopped again. It was reported there was no pattern in the occurrence of the alarm, ¿sometimes three days there was no alarm, do a morning alarm and then again two days with no alarm¿. There was a consultation planned for (B)(6) 2014. The patient status at time of this report was indicated as alive; no injury. The pump was used to deliver baclofen. It was further reported the patient was traveling on holiday and their pump alarmed. The patient had a flight scheduled to occur the next morning on (B)(6) 2014 and they were questioning if they needed to go to a hospital to see a physician to check their pump. The patient was advised to visit a hospital/physician. The next day on (B)(6) 2014 the patient reported that they had seen a healthcare provider (hcp) and the problem was due to the patient going through a magnetic field with their pump at the airport. The issue resolved and the pump alarm had stopped. A company representative also reported on (B)(6) 2014 that they had been contacted by one of the nurses who helped the patient and informed them of the situation. The patient was advised to avoid the security archways at the airport. On (B)(6)2014, a company representative further reported that in regards to the critical alarm that occurred the weekend of (B)(6) 2014, the issue was ¿not solved so far¿. The reporter had been contacted by a hcp who stated that the problem was unresolved and they were questioning if the problem was related to the metal detector at the airport. Additional information received per the pump logs indicated multiple motor stalls and recoveries occurred on: (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014. The logs also indicated the pump was refilled on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.